Event description:
It was reported that during an scs implant procedure on (B)(6) 2024, the physician had to perform multiple laminectomies to ensure no hematomas were present, which none were found. The procedure aborted because the physician could no longer implant the system after multiple laminectomies. No symptoms were reported.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.